Event description:
Customer was hospitalized due to dka. Customer stated that he had high blood glucose levels over the weekend. Customer changed his infuison set on saturday. Customer got home on saturday night and was not feeling well. Later that night customer was very sick and was taken to the emergency room customer continued to bolus while in the hospital but blood glucose levels did nto come down. Troubleshooting was performed and pump passed the prime test but not the high pressure test.